Manufacturer narrative:
Per tandem's user guide: do not expose your pump, transmitter, or sensor to: x-ray, computed tomography (CT) scan, magnetic resonance imaging (MRI), positron emission tomography (pet) scan, or other exposure to radiation. In addition to the above, do not expose your pump, transmitter, or sensor to: pacemaker/automatic implantable cardioverter defibrillator (aicd) placement or reprogramming, cardiac catheterization, nuclear stress test. You must take off your pump, transmitter, and sensor and leave them outside the procedure room. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple malfunction alarms occurred after the pump was exposed to x-ray. Customer's blood glucose level was 200 mg/dl. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was able to be resumed.